Event description:
It was reported to philips that the tempus pro would not power up while in use on a patient.

Manufacturer narrative:
New information received provided serial number of device involved in event. Serial number and product UDI updated.

Manufacturer narrative:
Event date updated to 22dec2024.